Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was confirmed; the locking sleeve of the motor was sluggish and stiff due to debris and dried detergent in the lock sleeve mechanism. In addition, several of the attachments had dried out o-rings, which likely contributed to the reported problem. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device.

Event description:
Report received from the USA stating that during surgery the device was hard to put on and remove from motor. It was felt is if sometime was gumming up the connection. No pt or serious injury was reported. No additional info was provided.